Event description:
It was further reported that the patient experienced cerebrovascular accident (cva) with left side hand deficit.

Manufacturer narrative:
### A supplemental report is being submitted for additional event details. The event description has been updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. The annex a, e, f and g codes have been updated. Product event summary: (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported low flow event was confirmed through log file analysis which revealed several intermittent decreases in power consumption and estimated flows within the analyzed period and a transient sustained decrease in estimated flows beginning on 10-jun-2017. There was one low flow alarm was logged on 10-jun-2017. Information provided by the site indicated that, in addition to the low power event, the patient stated they had hemoptysis and started to exhibit stroke-like symptoms and involuntary discharge of fecal matter while in transit to the hospital. The patient experienced cerebrovascular accident (cva) with left side hand deficit. A right middle cerebral artery (mca) stroke was confirmed by emergency department and the patient was emergently transported to interventional radiology (ir) for a thrombectomy. Interventional radiology was able to treat the stroke successfully. The patient failed extubation in ir room and had short periods of ventricular tachycardia (vt) and hypotension. Esophagogastroduodenoscopy (egd) was performed for hemoptysis. Echo-guided ramp study was also conducted to increase pump speed to 2900 rpm. Stroke-like symptoms resolved with no residuals. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Per the instructions for use, cardiac arrhythmia and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient did not have a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (Serial # and cat log-switched around). Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "low flow" event was confirmed via log file analysis which revealed a low flow alarm on (B)(6) 2017 at 08:19:20; however power consumption was within normal operating ranges leading up to the event date. Of note, it was reported that the patient was treated for stroke and experienced short periods of ventricular tachycardia (vt), hypotension, and decreased ventricular assist device (vad) flows. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely cause of the low flow event may be attributed to factors such as stroke, ventricular tachycardia (vt). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient called 9-1-1 emergency number stating he had hemoptysis. The patient started to exhibit stroke-like symptoms and involuntary discharge of fecal matter while in transit to the hospital. Stroke was confirmed by emergency department. The patient had a right middle cerebral artery (mca) stroke and was emergently transported to interventional radiology (ir) for a thrombectomy. Interventional radiology was able to treat the stroke successfully. The patient failed extubation in ir room as he had short periods of ventricular tachycardia (vt), hypotension, and decreased ventricular assist device (vad) flows. The patient was extubated on (B)(6) 2017. Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2017 for hemoptysis. Echo-guided ramp study was also conducted to increase pump speed to 2900 rpm. Stroke-like symptoms resolved with no residuals. The patient remains hospitalized. Controller log files sent. Log file analysis showed one "low flow" alarm logged on (B)(6) 2017. No further information has been provided.